Manufacturer narrative:
(B)(4). A supply bag that became disconnected was reported and is a known cause of this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during dwell 3 of 3. The home patient (hp) was connected at the time of the alarm. The hp stated that the supply bag disconnected from the cassette. A technical service representative (tsr) instructed the hp to close all clamps and cycle the power to clear the alarm. The tsr explained the alarm and reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.